Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. Block d6b: explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071416.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned. No further information has been obtained despite good faith efforts.